Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device revealed the attachment end to be stripped. The damage is consistent with device wear out through normal use and servicing and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that all reamers were loose on the adapters and spun freely. Adapter would spin freely when attached to reamers or any other attachment. T-handle was also loose. Attachment point seems to be weak and came free at first sign of resistance. No pieces broke off in patient. All pieces were removed from patient. Surgery time was extended by approximately 30 as a result of depuy instruments not functioning properly.